Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to confirm or determine the root cause for the reported incident. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose (bg) levels were ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) between 5 and 24 hours of wearing the pod. The patient stated that on (B)(6) 2025, they were hospitalized due to symptoms of high bg's, ketones 9+ (unit unknown), and diabetic ketoacidosis (dka). At the time of the incident, the pod was on their arm, which was removed and discarded by a nurse during the hospital stay. The patient could not provide specific bg readings as the controller only displayed "high" during the incident. The patient was admitted to the hospital, where the medical doctor alleges that the pod was not releasing insulin. Additionally, the patient was diagnosed with an infection (details were not provided). As treatment, the patient received an insulin drip, a glucose drip, and potassium supplementation. The patient was discharged from the hospital on (B)(6) 2025 and has since continued using the omnipod.